Manufacturer narrative:
D5,6; h2,3,4,6; g4: added add'l info. D6: device returned with no lot ID. The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition, conforming; desufflation lever condition, conforming; inner gasket condition, conforming; latch condition, conforming; obturator condition, conforming; outer gasket condition, conforming; reset button condition, conforming; sleeve condition, conforming; stopcock condition, conforming and trocar condition, conforming. Functional tests & results: flapper door functional, conforming and lockout functional, conforming. Analysis conclusion: based upon the inquiry info rec'd, visual examination and functional test, it was concluded that the reported event was due to the intermittent arming of the device. The obturator handle weld was measured and found to be skewed which can cause the instrument to arm intermittently. The obturator handle is welded during the assembly process.

Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported the trocar would not engage. There was no consequence to the patient.